Event description:
It was reported that patient received multiple alerts for high impedance. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.